Event description:
The EKG electrode that was attached to right lower extremety was not conducting properly. A burn mark on the infant's anterior right thigh was noted upon replacing the lead. The conducting gel had dried and exposed the skin directly to the lead. This was noted during site rotation of the limb band which is performed every 2 hours. The following medical devices with lot numbers #018006, 016100, 928802, 907214 were removed from circulation and returned to kendall for evaluation. ====================== health professional's impression======================the conducting gel which overlays between the skin and the electrode was absent resulting in the electrode having direct contact with the skin.====================== manufacturer response for neonatal EKG limb band with leads, kendall limb band======================kendall representative in-house several days after the event to meet with materials management department and discuss event.